Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to the instrument was tested on an in-house system showing 9 lives remaining. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. There was no physical damage. There was no problem detected. The reported complaint could not be replicated, nor confirmed, during the failure analysis investigation. No product issue was found. The complaint regarding tip unable to manipulate, sharp end at point and articulation was not confirmed by failure analysis. The probable root cause cannot be determined based on the information provided and failure analysis results.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument broke. The tip was unable to manipulate and had a sharp endpoint. The procedure was continued as planned with no reported injury.